Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place. The customer stated that retainer ring came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, missing serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. (B)(4).